Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the competitor lv lead dislodgement was confirmed via fluoroscopy and there were no additional adverse patient effects. The device was explanted.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device and competitor left ventricular (lv) lead exhibited loss of capture (loc) and pacing inhibition. The competitor lv lead was suspected to have dislodged. Subsequently,the competitor lv lead was explanted and replaced with an epicardial lv lead. This device was explanted. No additional adverse patient effects were reported.